Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was inoperable, and the buttons were unresponsive when the device was on and in diagnostic mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to order the replacement touchscreen as the touchscreen was inoperable, and the buttons were unresponsive when the device was on and in diagnostic mode. The customer ordered the replacement touchscreen for repair. Per good faith effort (gfe) response, the field service technician confirmed the issue by performing a control test which was unsuccessful. The field service technician performed troubleshooting by putting the device in diagnostic mode and found that it was impossible to perform touchscreen calibration as the touchscreen was not responsive. The field service technician therefore installed the replacement touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.